Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy stereotactic breast biopsy. It was reported that the clips would not release. In the second device the clips would not form properly. There was no consequence to the patient.